Manufacturer narrative:
The pump passed the displacement test, rewind test, basic occlusion test, prime excessive no delivery test, occlusion test, self-test, and unexpected restart error test. The pump passed all operating currents tested with in the spec range and passed off no power test. The pump was received with severely scratched display window, cracked battery tube thread, and cracked reservoir tube lip noted.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The customer states they had issues with partial display. The customer's blood glucose level was unknown. The mother states the customer's pump is very blurry and not easy to read. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.